Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported during their trial they never felt stimulation but their incontinence was better. It was reported that during the placement they 'grimaced' a couple of times so they thought maybe the doctor 'went easy on them' which is why they didn't feel stimulation. Patient reported they will be implanted with a permanent implant on (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that the device was not working and could not be found. Patient figured that issue out on his own and turned stimulation up to 7.4 until the device told him that it could not be turned up farther and to contact his physician. Patient leaned back in his chair and got a jolt in his buttocks. Patient stated he does not feel stimulation unless it is jolting him. The patient was advised to turn down stimulation to a comfortable level. Additional information reported later patient described having shocking, painful, jolting and no stimulation. He thinks that the lead wires have moved or come out causing the device to not work properly. He wanted to start over from the beginning with a new surgery. He thinks the device should be on his skin instead of on his underwear. It started out on his skin but was moved before he left the doctor¿s office. It issue was not resolved at the time of this report. The patient indicators for use are for urgency frequency and urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.